Manufacturer narrative:
Device evaluation of charger/modem (B)(4) has been completed. The reported problem (white screen) was confirmed. Upon evaluation, there was liquid contamination on the battery board. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem.

Event description:
A distributor contacted zoll to report that a patient's charger/modem screen was white.